Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. No contact force was displayed when the returned device was connected to the tactisys quartz unit. A thermocouple signal loss error and optical signal loss error were displayed. The deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed thermocouple error message. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. The deformable body thermocouple (tc2) wires were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
During the premature ventricular contractions procedure, optical issues resulted in a procedural delay. It was noted that the catheter suddenly did not display pressure values, indicating "no contact force signal or signal out of range." The message "check catheter optical connections" and "please contact sjm technical support" was also displayed. The catheter optical connection was double-checked, the ensite precision system was reconnected and restarted but issue was not resolved. The catheter was replaced which resolved the issue, and the procedure was completed with no adverse consequences to the patient.